Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 117 mg/dl and 63 mg/dl. Customer states that she had low blood glucose symptoms at the time of the readings. She obtained and drank a glass of orange juice and felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.